Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 625 mg/dl. The customer stated that she was in the emergency room due to her high blood glucose readings. The customer stated that she was off the pump since yesterday because she was waiting on her replacement. The customer stated that she was in the hospital regarding her high blood glucose reading.